Event description:
It was reported that a malfunction occurred on the pump while the customer was loading the cartridge and pressing the lock icon during the loading process. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions for resetting the pump, and after resetting, the malfunction did not recur. The customer was advised to continue using the pump.